Event description:
During the procedure the tip of the device broke off inside the microcatheter. The broken fragment of the guidewire and the microcatheter were successfully removed from the patient as one unit. The procedure was completed without any issue with different devices. There was no reported clinical consequence to the patient.

Manufacturer narrative:
(B)(4) for the reported event of device tip broken.